Event description:
A nurse reported that the probe had no aspiration and when attempting a repeated test, the error codes were displayed during the cataract and vitrectomy combination surgery. The surgery was completed on same day by replacing the probe and cassette. The product was not contacted with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).